Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of the pipeline flex stent did not open. The patient was undergoing pipeline blood flow guidance therapy surgery for treatment of an unruptured, saccular aneurysm on the right side with a max diameter of 10 mm and a 8 mm neck diameter. The arterial landing zone diameter was 3.7 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level was noted as normal. Angiographic result post procedure was reported as normal. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used as indicated (on-label). The microcatheter was positioned and the stent was loaded into the microcatheter. After the stent was pushed out of the microcatheter, the distal tip end was in a rod shape and could not be opened. After the stent was retrieved, it was pushed out again to try to open the stent. The pipeline was resheathed more than 2 times. After repeated attempts, the tip end was always in a rod shape or a horn shape when deployed less than 50%. No additional steps or other devices were used to open the pipeline. The stent and microcatheter were withdrawn from the body. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Supplemental sent for additional info: b5, d9 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. During delivery of the pipeline encountered resistance. The cause of the pipeline malfunction was unknown.

Event description:
Additional information was received. No additional allegations or damages were observed with the catheter.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer complaint was not confirmed as the distal and proximal ends of the braid were found fully opened and no damage. However, the cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity or deployment of the braid in the vessel bend. The customer reported that vessel tortuosity was moderate, which rules it out as a potential cause. In this event, the deployment of the braid in the vessel bend could not be ruled out as a possible cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.